Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator screen shut off while the patient was receiving therapy. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The screen not displaying, and touch screen operation were able to be duplicated. The log read out was unable to be duplicated. The display board was replaced to resolve the issue. Additionally, the unit had a battery check, valve check, run in tests, and cleaning performed. After all final testing, it was confirmed that the unit operated properly. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator screen shut off while the patient was receiving therapy. There was no harm or injury reported. The unit has yet to be returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.